Manufacturer narrative:
Irn# (B)(4). This incident took place in italy. The defective product in question is still being sent for evaluation, which is why the final report has been delayed. The process is currently in progress; once the final results have been determined, the fu report will be sent.

Event description:
Irn# (B)(4). This incident took place italy. Device used for analgesic epidural during labor. Difficulty inserting the catheter. Upon removal, a distal breakage is observed. Surgical intervention is planned to remove the terminal fragment remaining in place.